Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net transmission showed, the device in backup vvi mode. An asymptomatic patient was brought into the clinic for further troubleshooting. A device code download was performed successfully. Device remains implanted.